Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy due to invalid impedance measurements identified on multiple lead contacts. As a result, surgical intervention may be undertaken as the next course of action to address the issue.